Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported that the ventilator produced a diagnostic code related to oxygen flow out of range and that the power status overlay was not working. There was no patient involvement. Technical support troubleshot with the customer. The customer reported that when alternate current (ac) power was connected, the mains light emitting diode (led) did not illuminate, even when the battery was removed. The customer also noted that the unit beeped during normal ventilation, diagnostics mode and also when the unit was powered off. The customer reported that replacing the external oxygen sensor and power status overlay resolved the reported problems. Although the beeping was suspected to be occurring due to a battery failure, the customer confirmed that the battery successfully passed testing after service was completed and there were no further failures.